Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-oct-04 reported the pump was sent back yesterday (2017-oct-04) for return. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via manufacturing representative. It was reported that the pump was in safe state, pump reset. The rep reported that the pump was updated on (B)(6) and went back into safe state following the update. The rep indicated that he had not interrogated the pump, nor did he have the event logs. The rep wanted to know if the pump could be programmed out of safe state. Technical services reviewed that we would need to know what the event logs actually state. Technical services reviewed that if the pump was updated and then reset again right after the update that technical services would recommend a pump replacement. It was reported that the pump would be replaced four days after this report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen (unknown concentration at a dose of 815mcg) via intrathecal drug delivery pump for intractable spasticity and spinal code injury/spinal cord disease. It was reported that the patient stated the pump began alarming 6 hours ago on (B)(6) 2017 and the patient went to the emergency room (department). It was not known if any environmental/external/patient factors may have led or contributed to this issue. The pump was interrogated at the emergency room (department) and read safe state mode. The patient was put on oral baclofen to help with increased tone. The issue was not resolved at the time of this report. Surgical intervention was planned and had not been scheduled. The patient was admitted to the hospital and the pump would be replaced once a consult with neurosurgery occurred. The patient status at the time of the report is "alive-no injury". No further complications were reported.

Manufacturer narrative:
The pump was returned and destructive analysis identified a high battery resistance. Interrogation of the pump determined it was used to infuse lioresal [2000 mcg/ml]. (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported the logs stated the safe state occurred due to low battery. The device was mailed out yesterday to be returned for analysis. No further complications were reported/anticipated.